Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no video. The issue was found during preparation for use in an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation. The customer's allegation was confirmed. The inspection found; the image was not displayed due to damage on charged coupled device (ccd) unit, water tightness was lost due to deformation of light guide (lg)connector, a-rubber had a scratch, adhesive on bending section cover( a-rubber) had a chip, a deterioration or breakage of the adhesive, a control unit had a scratch, a deformation or breakage due to physical stress (handling problem), an angulation lever does not move smooth due to damage, bending section cannot be fixed firmly due to damage on forceps elevator (fe) lever (sp) and a noise image occurs due to damage on ccd unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.